Manufacturer narrative:
Date sent to FDA: 9/24/2018

Manufacturer narrative:
Date sent to FDA: 7/16/2019.

Manufacturer narrative:
It was reported that on (B)(6)2014, the patient underwent removal of the physiomesh at (B)(6) medical center in (B)(6), by (B)(6), m.d. Upon visualizing the ethicon physiomesh, there were extensive adhesions and it appeared that a recurrent hernia was at the right inferior lateral edge of the old physiomesh. Part of the old physiomesh was also incarcerated into the hernia sac. Due to the extensive adhesions, the surgeon converted to an open hernia repair. The hernia sac contained the old physiomesh and this was excised. It was reported that the patient experiences pain, nausea, diarrhea, chills, inflammation, loss of appetite, and weight loss.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.